Manufacturer narrative:
The cable was received at the philips failure analysis lab for evaluation. The evaluation included visual inspection, electrical testing, and functional performance testing to reproduce the reported issue. Visual inspection found that the cable has no visible physical damage. Functional testing confirmed that the cable could not produce a steady signal. The voltage test on pins from the 9-pin connector pin 6 to the 8-pin connector pin 1 showed no voltage reading using a hp e2377a multimeter. Further functional testing confirmed the voltage was outside the tolerance. Based on these findings, the adapter cable did not perform as designed, and the customer¿s complaint was confirmed. The affected adapter cable will be scrapped at the mcs failure analysis laboratory, as no further testing is required. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on an sp02 8-pin d-sub adapter cable 3m (8pin) indicating that the spo2 cord will not work. No matter the patient or position, the cord relays a weak pleth signal or no signal and the o2 is always reported low. The device was in use on a patient at time of event, there was no adverse event reported.